Manufacturer narrative:
Visual examination of the returned used product per print a55-585-903 rev ac found the cannula broken off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to inspect cannula prior to use to ensure they are in good physical condition. To avoid damaging seals and excessive leakage, do not use with devices larger than the specified cannula diameter. Use carefully to ensure the cannula is not bent or collapsed when inserting devices. To avoid damage during use, do not use excessive force on cannula. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c08-65, adjustable retractor cannula 8.0mm x 65mm, was used during a rcr procedure on (B)(6) 2021 when it was reported, ¿this morning we had a cannula break.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the procedure was completed with an alternate device causing a 5-minute delay. A piece of the device did fall into the patient and was then retrieved. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the c08-65, adjustable retractor cannula 8.0mm x 65mm, was used during a rcr procedure on (B)(6) 2021 when it was reported, ¿this morning we had a cannula break.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the procedure was completed with an alternate device causing a 5-minute delay. A piece of the device did fall into the patient and was then retrieved. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.